Event description:
A customer reported the error message, "scan timeout expired," while scanning the adc freestyle libre 2 sensor. As a result, on (B)(6) 2022, the customer experienced symptoms of confusion and had a loss of consciousness. A blood glucose test of 25 mg/dl was obtained on a competitor¿s brand meter and the non-hcp provided the customer glucose water for treatment. No further details regarding the medical event were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the error message, "scan timeout expired," while scanning the adc freestyle libre 2 sensor. As a result, on (B)(6) 2022, the customer experienced symptoms of confusion and had a loss of consciousness. A blood glucose test of 25 mg/dl was obtained on a competitor¿s brand meter and the non-hcp provided the customer glucose water for treatment. No further details regarding the medical event were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided for the reader. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader, no trends were identified that would indicate any product related issues. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the error message, "scan timeout expired," while scanning the adc freestyle libre 2 sensor. As a result, on (B)(6) 2022, the customer experienced symptoms of confusion and had a loss of consciousness. A blood glucose test of 25 mg/dl was obtained on a competitor¿s brand meter and the non-hcp provided the customer glucose water for treatment. No further details regarding the medical event were provided. There was no report of death or permanent injury associated with this event.